Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated occlusion alerts while using fiasp despite changing to fresh insulin, replacing all infusion supplies, and rotating infusion sites, after which the user transitioned to multiple daily injections due to concern that the pump was not reliably delivering insulin. Symptoms included hyperglycemia. Outcomes included the need for an alternative insulin administration method. Investigation included review of reported use conditions, troubleshooting guidance, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed the occlusion alert. Inspection of internal components revealed no visible faults. The issue could not be replicated during testing. It was concluded that the cause of the alert is undetermined.